Event description:
Pt was given a bolus of renalin positive n.s. After it had been checked twice to be negative. A third check using a different lot number revealed the system to be positive for renalin, after pt was initiated and reacted. Verified malfunction of strips by checking another machine (lot number was "negative" while another lot number showed "positive".)